Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported low readings when scanning their adc freestyle libre sensor compared to the built-in meter. The customer obtained unspecified lower values and a message of "lo" (40 mg/dl or less) and self-treated with "grenadine juice, grape juice, and grapefruit juice." The customer also reduced his insulin dosage initially by 5 units and eventually stopped his insulin pump as he did not feel any glycemic symptoms. The customer obtained a glucose of 500 mg/dl from the built-in meter and he experienced nausea, vomiting, and dry mouth and was taken to the emergency room where he was treated with sodium chloride and a potassium infusion as well as insulin (dose unknown) for dka. It was additionally reported that the customer was hospitalized for a day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low readings when scanning their adc freestyle libre sensor compared to the built-in meter. The customer obtained unspecified lower values and a message of "lo" (40 mg/dl or less) and self-treated with "grenadine juice, grape juice, and grapefruit juice." The customer also reduced his insulin dosage initially by 5 units and eventually stopped his insulin pump as he did not feel any glycemic symptoms. The customer obtained a glucose of 500 mg/dl from the built-in meter and he experienced nausea, vomiting, and dry mouth and was taken to the emergency room where he was treated with sodium chloride and a potassium infusion as well as insulin (dose unknown) for dka. It was additionally reported that the customer was hospitalized for a day. There was no report of death or permanent injury associated with this event.